Event description:
The implant surgeon reported that "during a surgery (tibia), while tightening the wires, the tensioner broke in 2 near the tip of the device, blocking the wires that were still inside." The surgeon succeeded in taking of the wire but the tensioner "nose" broke in several pieces. The surgeon changed the op-technique and used a hoffman fixation to block the ankle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.